Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was trying to charge the implant and kept seeing the power on reset message on the recharger. Troubleshooting reviewed how to clear an informational power on reset with the programmer. The patient was able to clear the power on reset and get to the settings screen on the programmer. The indications for use were spinal pain and radiculopathy. No patient symptoms reported.